Event description:
The manufacturer received information alleging an oxygen blending module (obm) failure error occurred on a trilogy 202 ventilator. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device by a philips remote service engineer, an obm failure error code relating to the air flow sensor failing was found on the device's error log. The service repair quote has been sent to the customer and is awaiting confirmation in order to proceed with the repair service. There is no documentation stated on a component replacement to resolve the issue. The manufacturer investigation is still on-going. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an oxygen blending module (obm) failure error occurred on a trilogy 202 ventilator. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device by a philips remote service engineer, an obm failure error code relating to the air flow sensor failing was found on the device's error log. The service repair quote has been sent to the customer and is awaiting confirmation in order to proceed with the repair service. There is no documentation stated on a component replacement to resolve the issue. The manufacturer's investigation has been completed. The service engineer states that the obm printed circuit assembly (pca) board was replaced to address the issue per the service manual. Additionally, the rear enclosure was replaced due to cosmetic damage. The device passed all final testing. No further investigation is required.